Manufacturer narrative:
The reported field event of no sensing was confirmed in the laboratory via review of device image. The device was tested on the bench and sensing issue could not be reproduced. Further analysis revealed contamination of moisture getter on the header feed through pins. The cause of reported event of no sensing is consistent with the moisture getter contamination on the feedthrough pins.

Event description:
It was reported that during implant procedure, error message was noted and device failed to measured r wave. Electromagnetic interference however could was not ruled out. Device was explanted and replaced. Patient was stable post procedure.